Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance twice in a week due to low blood glucose. On (B)(6) 2018 they had blood glucose of 38 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The customer reported hard to press buttons on the pump. Troubleshooting was not completed as the customer declined. The customer stated that their health care professional attributed the lows to the button issues. The customer had another low event on (B)(6) 2018. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at the display window corners, battery tube threads and belt clip slot. Device received with minor scratched display window and case. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.